Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 3 of 4 mdrs filed for the same patient (reference 3002806535-2016-00902, 00903, 009804, 00905).

Event description:
Patient was revised 11 years post-implantation due to unknown reason. During the procedure the acetabular cup and modular head were removed and replaced, and a polyethylene acetabular liner was implanted.